Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination found the drill was received broken and in two separate pieces. No other malfunctions were identified. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No new malfunctions were observed during the investigation. While no specific design or manufacturing issues were observed, excessive force during use possibly may have led to complaint condition. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the spine fusion surgery was performed on (B)(6) 2019 due to dens fracture at c2. During the surgery, when the surgeon performed drilling at c1 lateral mass with adjustable drill (p/n: 288301024) to create screw hole, it was reported that the drill bit was broken. There were no broken parts in the patient¿s body. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.